Manufacturer narrative:
(B)(4). Approximate date of event is one month before (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adapter of a vial-mate reconstitution device cored into a 20 mm vial of vancomycin. The report indicated that this issue resulted in particulate matter. Patient involvement and the step of setup or therapy during which this was noticed were not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.